Event description:
Pt. Attempted angioplasty of right occluded coronary artery. During procedure, medtronic pt-2 wire was observed to have been broken resulting in a 5-10 mm portion detached in the artery. After numerous attempts to snare portion, it was decided to leave the portion as it appeared stable per the fluroscopy.